Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the knot of the proglide device broke and a hematoma developed. A non-abbott device was used to close the vessel and resolve the hematoma. The patient was kept overnight for observation. There were no reported adverse patient sequela. Though requested, no additional information was provided.